Event description:
It was reported that telemetry was unable to be established with the device when attempted to be interrogated on three different occasions with three different programmers and the device was presumed to be at eol (end of life). It was noted that the patient was conducting atrial flutter and the device had last been checked approximately two years prior at which time the battery voltage was 2.68 volts with an estimated longevity of 13 months with a range of greater than 3 months to 23 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. Analysis of the device revealed normal battery depletion that meets the expected longevity.